Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0vhzu, implanted: 2015-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported no stimulation sensation, she stop feeling it. Trouble shooting was limited due to lack of access to the product. The patient did not have her patient programmer present at the time of report. She does not use her pp because she does not understand how to use it. Her doctor makes therapy adjustments for her. There was a sudden change in therapy/ symptoms. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow-up report will be sent.